Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23aug2019.

Event description:
The customer reported a defective touchscreen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date rec'd from MFR: 14oct2019. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a defective touchscreen. There was no patient involvement.